Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. The console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console, and found that visually, the articulated arm was in good condition, however, the fse stated that the arm was damaged, therefore, replaced. After the arm was replaced, the console worked as intended and the problem was solved, thus, confirming the reported event. Device was installed on 11/8/2017 and this event occurred over 8 years after the system installation. After this period, component wear, failure or damage is possible based on product use. Based on analysis result, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the handpiece scanner was unable to complete a full circle during imaging. There was no procedure and patient outcome reported. The console was inspected and was found that the arm was out of alignment, therefore, replaced.

Event description:
It was reported that the handpiece scanner was unable to complete a full circle during imaging. There was no procedure and patient outcome reported. The console was inspected and was found that the arm was out of alignment, therefore, replaced.